Manufacturer narrative:
(B)(4). According to the complainant, the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 28, 2019 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct so that it was coming out of the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, during a sphincterotomy procedure the physician had difficulty cannulating and had cut too much resulting in a bleed. The stent was used to tamponade the bleed. According to the complainant, during the procedure, the stent was able to be deployed; however, during the removal of the catheter, the delivery system got caught on the stent retrieval loop. It was noticed that the retrieval loop bent, but the physician was comfortable leaving the stent implanted and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: it was reported that the stent was used to tamponade a bleed. However, per the wallflex biliary rx fully covered stent directions for use (dfu), the wallflex biliary rx fully covered stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, and for treatment of benign biliary strictures.